Manufacturer narrative:
Additional information: analysis of the returned device shows that microscopic examination identified a quasi-brittle of the lock nut with river lines and no indication of fatigue, indicative of overload. Per event information, failure during intraoperative tightening suggests over-tightening as the potential mechanism of failure. The above observations are consistent with overtightening of the adjustment screw.

Event description:
It was reported that a patient underwent an unknown spinal fusion procedure. During the procedure, when attaching the crosslink, the center nut snapped. All the broken fragments were retrieved.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.